Manufacturer narrative:
The returned device analysis was unable to confirm the reported gripper actuation issue as the grippers were able to actuate as intended without issues. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which could have contributed to the reported issues. Additionally, a review of the complaint history did not identify a lot specific issue at this time. Based on the information reviewed, a cause for the reported difficult to open or close (gripper actuation issue) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.

Event description:
This will be filed to report gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 3-4. The clip delivery system (cds) was advanced to the mitral valve but the gripper arm with the tactile marker did not drop during the procedure. Therefore, the clip was not implanted and was removed. Two clips were implanted, reducing mr to <1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.